Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/ investigation but to olympus medical systems corporation (omsc), (B)(4). The evaluation/investigation found the inner sheath with a cracked and completely broken off ceramic insulation which was also provided. Furthermore, there are laser-induced major burn marks as well as severe thermal damage on the inner and outer surface of the ceramic insulation. At least one small ceramic fragment is broken out of the cutting edge and missing. Causal for this damage and the subsequent breakage of the ceramic insulation is laser-induced thermal overload. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transurethral holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the suspect medical device broke off and fell inside the patient. However, no fragment/part remained inside the patient as the ceramic insulation was reportedly retrieved by unknown approach. The intended procedure was then converted from holep to conventional turp (transurethral resection of the prostate procedure) and subsequently completed. There was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.